Event description:
It was reported by the customer that during patient use, the cardiosave intra aortic balloon pump (iabp) unable to pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) stopped pulsating. After restarting the device, the pulsation returned to normal. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11 corrected field : b5 the field service engineer states, the customer has completed the necessary procedures and no further repairs have been carried out.